Event description:
Received information that a patient experienced microbial keratitis. The patient may have been wearing this lens type at the time of event. No additional information has been made available.